Manufacturer narrative:
The insulin pump was received with an intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. The pump had normal operating currents and no unexpected off no power, low battery, or battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone that he had a button error alarm on the insulin pump. Customer stated that he cleared the alarm and the up/down buttons are very difficult to use. Customer had woken up and gotten the button error alarm. Customer stated that he took the battery out and when he placed it back in, he got a battery out limit alarm. Customer's blood glucose was 348 mg/dl. Customer treated manually with an insulin pen. Customer stated that the alarm did not occur right after the pump was exposed to moisture. Customer stated that the pump was under him while he slept and he was sweating quite a bit. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.